Event description:
The device was used during a colectomy procedure. Reportedly, the staples did not form properly and the device was difficult to open. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.